Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace new sensor error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition an early sensor expiration due to stale stop command was found on (B)(6) 2019. No injury or medical intervention was reported.